Manufacturer narrative:
Implanted date: (B)(6) 2015.

Event description:
A report was received that a patient underwent an explant procedure of the ipg and lead due to an infection.

Manufacturer narrative:
Additional information was received that the patient experienced redness, swelling and drainage at the lead site. The patient was treated with doximycin antibiotics. The cause of the infection is unknown. Implant date: (B)(6) 2015 additional suspect medical device components involved in the event: model #:sc-1140 serial #: (B)(4) description: scs precision novi ipg the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient underwent an explant procedure of the ipg and lead due to an infection.

Event description:
A report was received that a patient underwent an explant procedure of the ipg and lead due to an infection.

Manufacturer narrative:
Additional information was received by the physician stating that the infection was not device related. Patient was doing well post-operatively.

Event description:
A report was received that a patient underwent an explant procedure of the ipg and lead due to an infection.